Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that b30 scope communication error was received for the device. There was also loss of scope ID information due to breakage of the ID board. Other observations for the device are: distal end rubber coating(a-rubber) has scratches and a-rubber adhesive has missing pieces. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, a b30 scope communication error was received for the device. There is no reported harm to any patient or persons.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information.

Event description:
Addendum sep 11, 2022: event occurred during preparation for use. There is no patient involvement.

Manufacturer narrative:
Correction: device manufacture date should have been oct 29, 2017 rather than mar 16, 2017 on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the following: scope communication error b30 most likely occurred due to the failure of the image sensor unit or it may be a board inside the video connector or a defect on the system side. Loss of scope ID information most likely occurred due to the board inside the video connector. Alternatively, there may be a problem on the system side. Olympus will continue to monitor field performance for this device.